Manufacturer narrative:
(B)(4). Additional information requested but unable to be obtained: when the firing stopped at the first stroke of the first firing, did the device deliver any staples? If yes, were the staples formed properly? Can you please provide further detail with regard to "when the device was removed, tissue was separated". Did the device cut the tissue? If yes, was the cut line complete? If yes, was the staple line and the cut line equal in length? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported by the sales rep that during an open gastrectomy, the firing stopped at the first stroke of the first firing. When the device was removed, tissue was separated. The doctor commented that something was wrong in firing, but further information is not provided. The device was used on duodenum. Another device was used to complete the case. The jaw was released and there were no adverse consequences to the patient. The cartridge color was blue. One device will be returning. Affiliate reference number: (b46). Please take photos for (B)(6) customer.

Manufacturer narrative:
(B)(4). Batch # n54c76. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.